Manufacturer narrative:
Investigation evaluation. On 12mr2020, cook was informed of an event involving a s-curve urethral dilator set (rpn:073701-cd). Upon opening the device package, a small black mark was noticed on the inside of the packaging that was not mobile. There was no harm to the patient as a result of the event. The complaint device was returned for a manufacturer's evaluation. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, specifications, and quality control data. The complainant returned one unopen package containing a s-curve urethral dilator set for investigation. Visual examination confirmed black foreign matter loose inside the sealed package. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A visual examination of the returned complaint device found loose black foreign matter within the device packaging. The customer's complaint is confirmed. The device was not manufactured to specifications as each package is inspected for the presence of foreign matter prior to distribution. The cause for this occurrence is associated with the foreign matter not being detected during the visual examination. The most probable cause is packaging related. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Postal code: (B)(6). Occupation: operating (B)(6) stores assistant. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to an unknown procedure an s-curve urethral dilator set was opened, but foreign matter was found within the packaging. It is unknown how the procedure was completed. It was reported that the product did not make patient contact. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested.